Event description:
The user facility reported that the guiding sheath separated during removal following a contra-lateral sfa interventional procedure. Reportedly, the pt had an iliac graft which "seemed to make retracting the sheath difficult." The pt was taken to surgery where a cut down procedure was performed and the detached material was successfully removed with no further complications.

Manufacturer narrative:
Results - based upon eval of user facility info and the returned sample; based upon testing of reserve samples. Conclusions - based upon eval of user facility info and the returned sample; based upon testing of reserve samples. Visual examination of the returned sample confirmed that the plastic sheath had become separated into 3 pieces starting at approx 14-cm from the hub. However, all 3 sections were still connected via the inner coil wire. There is visual evidence that the sheath was significantly stretched prior to the distal portions becoming detached. Visual inspection of reserve samples did not reveal any abnormalities or defects and all samples passed functional testing. While the cause of the reported event cannot be definitively determined based on the available info, the event description and returned sample appearance are consistent with the sheath having separated as a result of continuing to attempt to withdraw the device against resistance that was reportedly related to passing through the pt's iliac graft. There is no indication that there was any relation to a pre-existing device defect. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B) (4).